Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left implant was very embedded inside the ostia and could not be clearly seen because of the tissue and the kinking of the ostia also') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 26-year-old female patient who had essure (batch no. 922612) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine hydrochloride (prozac), phentermine hydrochloride (adipex) and sertraline hydrochloride (zoloft). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2012, the patient experienced scar ("a lot of scar tissue/other injury(ies) or complication(s) please describe: scar tissue build up"). In 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea cramping),") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced hirsutism ("hormonal changes describe: facial hair growth"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, abdominal pain, scar, hirsutism, depression, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and nausea outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hirsutism, menorrhagia, nausea, pelvic pain, scar, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test (unspecified) was performed, however, result was unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left implant was very embedded inside the ostia and could not be clearly seen because of the tissue and the kinking of the ostia also') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. 922612) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine hydrochloride (prozac), phentermine hydrochloride (adipex) and sertraline hydrochloride (zoloft). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2012, the patient experienced scar ("a lot of scar tissue/ other injury(ies) or complication(s) please describe: scar tissue build up"). In 2017, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea cramping),") and fatigue ("fatigue"). In (B)(6) 2018, the patient experienced hirsutism ("hormonal changes describe: facial hair growth"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the embedded device, menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, abdominal pain, scar, hirsutism, depression, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and nausea outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, hirsutism, menorrhagia, nausea, pelvic pain, scar, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Total bilateral occlusion. Imaging procedure - on an unknown date: essure confirmation test (unspecified) was performed, however, result was unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received. Lot number added. New events: hormonal changes describe: facial hair growth, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, embedded device, genital bleeding, nausea were added. New reporters, plaintiffs information added. Concomitant drugs and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.